Manufacturer narrative:
Correction made to b3: event date: (B)(6) 2020 (previously reported as (B)(6) 2020). Additional information in h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective shipping cap was disconnected from the peritoneal dialysis (pd) transfer set and was loose within the shipping pouch. This issue was observed prior to patient use of the transfer set. There was no patient involvement. No additional information is available.